Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. A burr on the stent implant was not confirmed; however, the stent implant was noted to be bent. Additionally, a pinhole/tear was found on the distal taper of the balloon. There was a scratch at the tear. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the proximal posterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience v stent delivery system (sds) was advanced, but unable to cross to the lesion, and a burr was noted. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that there was a pinhole tear in the balloon. No additional information was provided.